Manufacturer narrative:
Device received with blank display and device heating up due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, self test and displacement test or verify device deficiency anomaly due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly. (B)(4)

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading went up to 549 mg/dl and customer¿s other blood glucose was 491 mg/dl and 250 mg/dl. Auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.